Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a circumcision procedure on (B)(6) 2019 and suture was used. The suture needle pull off suture during the operation of suturing. Changed another one to complete the procedure. There was no adverse patient consequence reported. No additional information could be provided.